Manufacturer narrative:
The results from the manufacturer's evaluation suggest that this event is pt related.

Event description:
A grosse and kempf nail was implanted on may 15, 1988. The nail allegedly cracked july 1, 1994, and was revised july 13, 1994. No adverse consequence to the patient or surgical delay has been reported.